Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the threads on the straight impactor were damaged. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: the threads of the restoris pst straight impactor were damaged. The damage did not impact the case and there was no patient harm. Device evaluation and results: visual inspection: visual inspection shows no damage to the impactor¿s threads. All threads are intact without any signs of material deformation. The lead in thread is intact allowing the impactor to thread to the implant cup properly. There are no burrs or other foreign material in the thread form of the impactor. Dimensional inspection: thread inspection with tn-0770-02 (thread ring gages ¿ m8 x 0.75-6g) shows the threads still meet specification. Functional inspection: functional inspection was not completed as the failure was disproven with dimensional inspection. Device history review: review of the device history records indicate 7 devices were manufactured and accepted into final stock on (B)(4) 2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209037, lot number 31775 shows zero complaints related to the failure in this investigation. Tracking of complaints related to the 209037 part number will be tracked through quarterly trend request #813. Conclusions: investigation of the part could not reproduce the thread issues. The part is still fully functional and the threads meet specification. The issue could have occurred as a result of the assembly process. As there was no patient harm, no additional action is required at this time. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the threads on the straight impactor were damaged. The case was successfully completed and there was no harm to the patient.